Manufacturer narrative:
Additional information: a2, a3, b3, b5, b7, g4, h2, h10/11. Although requested, the surgeon has no further information to report in this case. There is no change to the previous assessment.

Event description:
The surgeon reported that yag was performed due to posterior capsule opacity. The lens dislocated after yag. The original procedure was not complicated in any way. The orientation of the lens did not change, and the iol optic was clear and free of debris/deposits. The patient did not notice a decrease in their vision. The iol was exchanged for a different model lens. Although requested, the surgeon has no further information to report in this case.

Manufacturer narrative:
Though requested, no additional information has been received from the reporter. Product evaluation has been completed on the returned lens. One iol was returned in a dried condition and wrapped in gauze. The gauze and lens were inside a plastic bio-hazard bag. The original packaging was not returned. The part number and serial number cannot be verified. However, the lens does have the appearance of the reported lens. Particulates, saline dentrites and dried solutions were visible on the optic. Visual inspection found one haptic torn and a large portion of the optic torn off and missing. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation could not verify the failure mode due to the condition of the returned product. There have been no similar complaints for this lot number and there are no open nonconformances or capas for this complaint type. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action or additional investigation is necessary at this time.

Manufacturer narrative:
The lens has not been returned for evaluation. Investigation is in progress. A follow up report will be submitted upon the receipt of additional information or evaluation results.

Event description:
It was reported that the lens was explanted approximately two months post-implant due to dislocation.